Event description:
The customer reported the visera pro video system center is unable to display image. The customer attached the device to an image management system; however, the issue persisted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. When connected to the otv-s400 processor, the camera image was present and the device passed all functional tests. The cable was moved around during use but the image remained present and uninterrupted. In addition, cable water leakage was noted due to a split. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon inspection, the loss of image was unable to duplicated. Based on the results of the investigation, it¿s likely the temporary loss of image was due to water invasion in the cable. The root cause was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.